Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012 the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic total supracervical hysterectomy, tension free vaginal taping obturator abbrevo technique using a 12 cm polypropylene mesh. It was reported that the pre-op diagnosis were dysfunctional uterine bleeding, fibroid uterus, stress urinary incontinence, and status post extensive workup for surgical approach.